Manufacturer narrative:
(B)(4).

Event description:
Telemetry issues and an over-discharge occurred a week ago. Two physician mode recharges (pmr) were performed which resolved this situation. The lead impedance measurements were greater than 10,000 ohms with all contacts with electrode 0. The pt was to fully charge the device. Two days later the stimulation was functional. Additional info has been requested.